Event description:
Drug/diluent: .%2 naropin. Fill volume: 500ml. Flow rate: 4ml/hr. Procedure: shoulder surgery. Cathplace: interscalene. It was reported that the pump emptied in less than 24 hours. No adverse event.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional info pertinent to this event becomes available, I-flow will submit a f/u report.